Event description:
Clinical study. Same case as 6000089-2006-01530. It was reported that 168 days after a coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was a 2.75mm, 90% stenosed, 30mm long portion of the left anterior descending (mid lad) artery. The physician treated the target lesion with direct stent placement of two taxus liberte' (2.75x24mm and 2.75x12mm) drug eluting stents. There were no complications. The patient was discharged the next day on plavix and aspirin. At 168 days after the initial procedure the patient expired. In the opinion of the physician, the cause of death was renal failure and discontinuation of dialysis and the relationship to the taxus liberte stents is not related. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.